Event description:
Pt scheduled for video bronchoscopy with endobronchial ultrasound and right video assisted thoracoscopy with right upper lobe lobectomy. The ethicon echelon flex powered vascular 35mm stapler pve35a delivered to sterile field for division of pulmonary artery branches. The pulmonary vein was divided exposing the pulmonary artery. The pulmonary artery was more posterior and deep to the superior vena cava. The more anterior branch of right upper lobe was dissected out and encircled with vessel loops, and stapled and divided with the pve35a stapler. This exposed a deeper branch to the upper lobe. This vessel was then carefully dissected and encircled with a loop. The same stapler (pvl35a) was reloaded and used to staple and divide the more posterior branch of the pulmonary artery. The stapler was deployed in the usual fashion. When the stapler was removed, it was apparent, the pulmonary artery branch was cleanly divided, but there was no staple line. There was immediate bleeding that was controlled with direct pressure. Despite aggressive resuscitation measures, including blood transfusions, pledgeted prolene sutures, internal cardiac message, internal cardiac epinephrine, and maximum resuscitation efforts from the anesthesia team, the pt was unable to be resuscitated. Case accepted by medical examiner for review. Diagnosis or reason for use: surgery. "Event abated after use stopped or dose reduced: yes.